Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer's husband reported that at 5:30 pm the customer received blood glucose results of 111 mg/dl and 166 mg/dl within 10 minutes, but was having symptoms of hypoglycemia. The customer experienced symptoms of sweating and her appearance was pale. The husband felt that the blood glucose results were incorrect, due to the patients appearance, and treated her with peanut butter and orange juice. The husband transported the customer to the urgent care center. The husband reported that the customer received a blood glucose result of 48 mg/dl upon arrival, on the professional meter. This result was obtained within 10 minutes of the result of 166 mg/dl on the customer's device. The customer was treated with 36 grams of liquid glucose and peanut butter. Husband reports urgent care center released patient once her blood glucose reached 80 mg/dl. The customer spent 2 hours at the urgent care facility before being released. Return of the suspect device was requested for evaluation.